Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional proglide device is being filed under a separate medwatch report. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with a proglide device was attempted in the calcified left common femoral artery via a 6fr sheath using the preclose technique prior to a thoracic aortic aneurysm (taa) procedure. Reportedly, the first proglide device was placed in the patient anatomy; however, there was no obvious blood flow from the marker lumen. A second proglide device was attempted but when the plunger was removed a suture (link) break occurred. Two additional proglide devices were used for successful suture placement using the preclose technique. The sheath was upsized to 20fr and the aaa procedure was completed. Hemostasis was achieved using the pre-placed sutures from the two additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg#. Evaluation summary: visual inspections were performed on the returned device. The reported link break was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or user technique (aggressive removal of the plunger / excessive suture tension when advancing the knot or locking the knot) contributed to the reported suture retrieval issue. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.